Manufacturer narrative:
The customer stated that he intends to purchase a replacement switch from a local retailer and will not be sending the component to welch allyn for evaluation. However, the device is available remotely via telephone communication. We have not yet completed the investigation.

Event description:
The customer reported loss of centralized pt monitoring. The customer reported that the milan switch (a component of the device) would not power on. No adverse events were reported.